Event description:
Overinfusion. (B)(6) states "IV pump programmed to infuse 2 gms/ 50 ml of magnesium to pt. Over 2 hrs. Pump was set for 25 ml/hr. Checked by 2 other rns for accuracy. When pump read 22ml remaining, the bag was empty. The infusion went in over 1 hr instead of 2 hrs." No patient injury.

Manufacturer narrative:
This is an initial report. Device has not been received for evaluation at this time. Once investigation is complete and more information is available a final evaluation and report will be submitted.